Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported broken speaker, which was reproduced during evaluation. The cause was determined to be a failing rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken speaker during testing at the biomed service department. Additional information from the reported stated the sound coming from the speaker sounded somewhat muffled. The quality of sound is not optimal. There was no patient involvement. No additional information is available.